Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: na (not applicable) there is no indication that the lens was explanted. Phone: (B)(6). Device evaluation: the lens was implanted; therefore, was not available for investigation. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation and deployment of the intraocular lens (iol), the posterior haptics became stuck under the optic. The haptics had to be manipulated so they would released. There was no patient injury reported. The iol was implanted. No additional information was provided to abbott medical optics.